Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reported the pod failed to adhere while wearing the pod on the back for between 4 and 24 hours. Symptoms reported include headaches, nausea and throat pain. The patient was admitted to the hospital. Attempts to document hospitalization treatment was made but patient's father was unable to provide information. Once the patient was discharged from the hospital, the patient resumed insulin delivery utilizing a new pod.